Manufacturer narrative:
Results of investigation: the carefusion failure analysis rep received vela main pcba (printed circuit board assembly). The component assembly was installed on known good unit and powered in operating mode for testing. Reported problem of ¿not delivering fio2¿ was able to be duplicated. Blender solenoids are not activating at any setting. Fault was traced to u900 which is not activating the solenoids despite proper logic input. No component and symptom trend has been identified and this event is considered to be an isolated incident.

Manufacturer narrative:
Carefusion file identification: (B)(4) any additional information received from the customer will be included in a follow-up report. (B)(4). The customer crosschecked with a main pcb (printed circuit board) and the issue was resolved. The customer reported the alleged defect is available for analysis and an rga (return good authorization) has been issued. At this time, the suspect device has not been received by carefusion.

Event description:
The customer reported while using the vela ventilator; the suspect device is not delivering as set fio2 (fraction of inspired oxygen) as intended. The customer reported the set fio2 was delivering only twenty-one percent at any set value. The customer reported troubleshooting the patient circuit, checked the central line o2 (oxygen) pressure, crosschecked with a new fio2 sensor, but the issue was not resolved. The customer reported crosschecking with a known working blender assembly, but the issue was not resolved. There is no report of patient involvement associated with the event.